Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed evidence of a replace battery alarm followed by continual rebooting on (B)(6) 2015. The battery voltage was low and there was no indication of battery replacement. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump and a power loss was not observed. The pump was exercised for 24 hours with no power loss. Current draws measured within specifications. A replaced battery alarm was reproduced during testing and the pump emitted the proper alert. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.